Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. Performance data was collected from the device and data has been analyzed. Battery voltage - pre/approaching eri. Battery voltage data in file (B)(4) shows bat= 2.69 volts on (B)(6) 2012, ageing timestamp date on (B)(6) 2012, device is before rrt.